Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: unknown; sedr01 implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the right ventricular (rv) lead causing shortness of breath. The rv lead also observed smaller r-waves. The lead was explanted and replaced, however, during the replacement procedure, the set screw on the implantable pulse generator (ipg) header would not tighten. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.